Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. On (B)(6) 2022, the patient¿s cgm displayed 6.7 mmol/l; however, he suspected his bg was lower as the thought he was going to lose consciousness; however, he experienced a seizure. His colleagues called emergency medical services (ems) and provided the patient with candy. An unspecified amount of time later, the patient became more responsive and was able to communicate what occurred. Although he was treated with candy, his cgm continued to display 6.7 mmol/l but his bg per ems was 7.3 mmol/l. Thirty minutes later, he felt better, declined transportation to the hospital, and returned to work. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.